Event description:
The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. Manufacturer observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacturer observed no odor during therapy or investigation. Manufacturer cannot confirm the complaint of burning/ smoking smell, no odor was observed through therapy and investigation. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.